Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain, other chronic/intractable pain (trunk/limbs), and chronic low back pain. The pump contained dilaudid at an unknown concentration and dose. It was reported the patient's pump was working fine, but the patient was unable to fill the pump due to a change in insurance, not due to a pump issue. The patient stated the pain doctor wanted to remove her pump. The patient alleged the pump was alarming or beeping, and the sound was consistent with pump alarms. The pump had not had medication and had not had a fill for a long time for about 2-3 years. The patient stated every once in a while she heard a faint alarm starting "a little over a year ago." No patient symptoms were reported. The patient stated the current pain management doctor was giving her steroid shots and she had been having a bad reaction on (B)(6) 2016 and she was scheduled to see the doctor again on (B)(6) 2016. The patient was also requesting compatibility guidelines for a magnetic resonance imaging (MRI) procedure of the neck. The patient stated the MRI was not related to the device or therapy. No patient symptoms were reported associated with the MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.